Manufacturer narrative:
H.6. Investigation summary. Our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two needle covers, a catheter adapter assembly, an un-retracted needle assembly, and a top web. In addition, six photographs were also submitted. Through the inspection of the catheter adapter, the catheter adapter is loose in the bag and has no signs of damage or defects. The needle assembly has no signs of damage or defects. The photos displayed an appearance that the catheter adapter was caught in the needle cover. This could result in the catheter adapter being pulled of the unit when the needle cover is removed. This type of issue may occur during manufacturing with a misoriented needle cover. The reported issue was confirmed as the catheter prematurely released. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review was conducted for lot number 933130. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the prior to use the catheter separated from hub with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: when removing a shield before use, the catheter with its needle exposed was found.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the prior to use the catheter separated from hub with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing a shield before use, the catheter with its needle exposed was found.